Event description:
The customer reported that while the unit was in use on a pt, they were unable to zero the pressure transducer or display a pressure waveform. ECG remained operational. The pt was switched to another unit and the pressure waveform was slaved from a transport monitor.